Event description:
A report was received from the hillrom account executive stating a customer reported the watchcare feature on the centrella bed was interfering with their fetal monitors. The interference was occurring between watchcare and the ultrasonic bloodflow doppler by cooper surgical, model- tria 2 and the phillips fetal monitor, model- avalon fm50, m2705a. Nursing staff reported to the customer¿s biomed technician that the fetal monitor was alarming for erroneous phantom heart rates; for example, the monitor alarmed for what sounded like a heart rate of 200 bpm but was an erroneous reading. The customer confirmed there has been no patient injury associated with this report. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Testing by the biomed technician confirmed the phantom heartbeat during testing of the ultrasonic blood flow doppler in the customer¿s bed shop. As a resolution, the watchcare functionality on the centrella bed is being disabled system wide. The customer confirmed there has been no patient injury associated with this report. The watchcare system is an incontinence monitor intended to detect and provide a timely alert when the patient¿s skin is exposed to incontinence (both urine and liquid fecal events). This system is designed to alert the caregiver of an incontinence event and in doing so, may prevent prolonged exposure to moisture against the skin. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. An engineering investigation was initiated by hillrom for the reported issue. Watchcare incontinence management system requires care to ensure it operates correctly when it is used around other electronic devices. Portable and mobile radio frequency (rf) communications from other equipment can impact watchcare functioning. Hillrom¿s watchcare system has been qualified under rf emissions cispr11, class a compliance. Guidelines for class a devices notify when used with class b devices the equipment might not offer adequate protection to radio-frequency communication services. The user might need to take mitigation measures, such as relocating or re-orienting the equipment. In this case the phillips fetal monitor, model- avalon fm50, m2705a is certified under class b and states in their IFU that a device such as watchcare, with a rated maximum output power of a transmitter of 1 watt and transmits between 800 mhz to 2.5 ghz, shall have a separation distance of 7.5 feet to prevent electromagnetic interference. The ultrasonic bloodflow doppler by cooper surgical- model tria 2 is no longer supported by the current manufacturer and does not have electromagnetic emissions guidance requirements for their equipment. Although there was no patient injury associated with the reported event, if disruption of fetal monitoring recurred resulting in a phantom heartbeat caused by electromagnetic interference, clinical decision-making could be impacted. This may potentially lead to inappropriate medical intervention or expose the patient and/or fetus to unnecessary risk due to limitations in clinical assessment that could provide reassurance of the fetus well-being. Therefore, hillrom considers this complaint reportable.